Manufacturer narrative:
An event of pulmonary embolism and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. It was reported during procedure, there were 3 partial recaptures of the device. After desired placement was achieved, the device was released and color doppler showed no residual leak/shunt. It was reported the patient's activated clotting time (act) levels were above 250 seconds. Following device implant, a transesophageal echocardiography (tee) noted no effusion. Post operation, the patient was hemodynamically stable, and patient was discharged per standard protocol. It was also reported there was no follow up tee prior to discharge. Later, on (B)(6) 2023, it was reported the patient was found in their home unresponsive. Emergency medical services (ems) were called and performed cardiopulmonary resuscitation (CPR) for 45 minutes, but patient passed away. It was reported the physician suspected the patient suffered from a pulmonary embolism.